Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - impact code - 4633 - surgical procedure delayed.

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, she felt a burning sensation underneath the sensor patch area which prompted her to remove the sensor early. Upon sensor removal, the patient experienced skin tears due to the sensor adhesive and had minor bleeding. No treatment was taken at this time. As the day passed, burning sensation worsened and pus developed at the needle puncture site, and redness and inflammation/swelling spread to the size of the patch perimeter. On (B)(6) 2025, the patient consulted a physician at an urgent care clinic who assessed the site and observed signs of an infection. No diagnostic lab testing was conducted, and she was given a prescription for an oral and topical antibiotic (cefadroxil 500 mg, two times daily for seven days; and mupirocin 2% ointment, three times daily for seven days). She was discharged the same day but was advised to return if symptoms persisted. On (B)(6) 2025, despite prescription medication treatments, the skin infection worsen which prompted her to return to the urgent care clinic. During the visit, the physician used a scalpel to make a quarter-sized dollar incision with a local anesthetic (not specified if it was topical or an injection) to alleviate the pus from the infected site. The physician employed a ¿lampstick-shaped instrument¿ to drain the area and kept the incision open without applying any medication, subsequently covering the site with a non-adhesive gauze. She was discharged home the same day and was given a prescription oral antibiotic (doxycycline monohydrate 100 mg, two times daily for seven days); along with an oral anti-fungal medication (fluconazole 150 mg, once daily for three days). At the time of the report, the site remained warm to the touch and the patient stated she planned to do follow-up with her physician within the week. On (B)(6) 2025, tech support contacted the patient to verify the status of her condition. The patient stated she still had redness, swelling, and pus at the site, but she did not seek further medical assistance. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.